Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump is malfunctioning. The customer mentioned that they change the batteries every two to three weeks and has been rejecting new batteries as of late. The patient's blood glucose level was unknown at the time of the call. The customer declined assistance form the help line. The customer did not return the product back for analysis.